Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator inadvertently pressing the wrong key at the time of rinseback and not being able to recover. The user's guide provides adequate instructions for ending treatment and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported difficulties performing rinseback at the end of a routine hemodialysis treatment. The operator inadvertently pressed the wrong key and was unable to recover, resulting in an estimated blood loss 190cc. No medical intervention was required.